Event description:
It was reported in the european spine journal (2007) by vaidya, r, et al via an article entitled "complications of anterior cervical discectomy and fusion using recombinant human bone morphogenetic protein-2" that a pt had undergone an acdf using rhbmp-2/acs and peek cage(s). Post-operatively, the pt developed pre-vertebral swelling and dysphagia of a severity that prompted the surgeon to extend the pt's hosp stay until the symptoms had sufficiently resolved.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.